Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "during use of the tubes, it was found that the stopper remained in the tubes after the red cap was removed, and could not be removed until it entered the detection instrument."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "during use of the tubes, it was found that the stopper remained in the tubes after the red cap was removed, and could not be removed until it entered the detection instrument."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 12-aug-2022. H.6. Investigation summary: material #: 367812. Lot/batch #: 1354655. Bd received 29 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for stopper closure separation (stopper defect) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper closure separation (stopper defect). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.